Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 at around 3 am patient had suffered a hypoglycemic episode. Patient woke up from her sleep at around 3 am and fell to the floor. When she tried to get up, patient kept hitting her head on the floor. Finally she was able to drink some orange juice she had on her night table and call her husband. Patient sounded incomprehensible on the phone so patient¿s husband called a friend who came over, tended to patient and transported her to the hospital. Patient¿s bg was measured at 40 mg/dl at the hospital, where she spent one day and was treated and observed. Patient claims cgm was inaccurate. Since patient is unable to provide cgm data, dexcom is seeking for patient to return cgm in order for dexcom to investigate the data around the time of the event. At the time of her call to dexcom technical support, patient was feeling tired.